Event description:
It was reported that a patient presented in-clinic. Upon presenting for a magnetic resonance imaging (MRI) scan, the patient's implantable cardioverter defibrillator was found in back-up vvi mode noted in in-label MRI usage. The patient also experienced discomfort and arrhythmia. The device was successfully restored and the patient was stable throughout.